Event description:
It was reported that during a routine patient visit, the device had no output and could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) medtronic is a defendant in a class action in canada, and subsequently, the plaintiffs have objected to any destructive testing on the device in question.